Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of a 4 mm x 15 mm palmaz blue on aviator plus stent delivery system (sds) from its packaging, it was immediately found that the end of the stent had already opened. Two images were provided which show the proximal end of the stent expanded while the remainder of the stent is unexpanded. The device was not used inside the patient, and a non-cordis stent was used as a replacement. There were no reported injuries to the patient. The device was stored in accordance with the instructions for use (IFU). No damage to the product packaging was noted prior to use, and there was no difficulty removing the device from its packaging. The device will be returned for evaluation.